Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for explant was due to patient needed to undergo a non-device related procedure. Sc-1110 (sn (B)(4)): device evaluation indicated that the device passed all tests performed. The device functional test was performed to ensure the device integrity. No anomalies were found. Sc-8216-70 (sn (B)(4)): device evaluation indicated that the lead was cut during the explant. X-ray inspection found no cable breakage. Damage to the lead was a result of a typical explant procedure and it was not considered a failure.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.